Event description:
It was reported that the patient could no longer feel the stimulation due to both of the leads had migrated and had high impendences. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5146210.